Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been sick and hospitalized due to high blood glucose. The mother stated that the customer was throwing up and had diabetes ketoacidosis. Troubleshooting was declined as customer dropped the call. No further information was provided.